Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed failed battery test. The patient's blood glucose at the time of incident is unknown. The customer used a new battery cap and a new duracell aaa battery but the failed battery test issue persisted. The insulin pump will be returned and replaced.

Manufacturer narrative:
Insulin pump passed the stop current, run current test, unexpected restart error test and displacement test. No unexpected failed battery test alarm noted. Insulin pump had cracked reservoir tube lip, minor scratched display window and stained address or serial number label.